Event description:
Resistance was encountered as the stent delivery system was being removed from the dispenser hoop and the proximal part of the delivery system was broken. There was no patient involvement.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
Resistance was encountered as the stent delivery system was being removed from the dispenser hoop and the proximal part of the delivery system was broken. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the outer body was kinked on its proximal shaft at 2.3cm distal to the strain relief. The inner body was in the outer body. The inner body bumper marker was just proximal to the stent proximal markers. The inner body was pushed and pulled in the outer body. There was slight friction when the inner body was being pushed in the outer body. The inner body was cut at 1.8cm from its distal end and it was pulled out of the outer body and found to be kinked on its middle shaft at 25.0cm from its proximal end. The stent was inside the inner body just proximal to the outer body distal end. Some friction was noted during functional test; however, the stent was successfully deployed on the laboratory bench. The stent was examined under magnification. No anomalies were observed with the stent. The rhv was examined; it was conforming to its visual specifications. All device dimensions were within specifications. The reported event of the proximal part of the delivery system was broken was not confirmed. The outer and inner bodies were kinked but not broken. Manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.